Event description:
It was reported that during a lap cholecystectomy procedure, two large clips from the device were placed on the patient side of the cystic duct and left in-situ. No abnormal incidents were reported during the procedure and the patient was discharged on (B)(6). The patient came back in to hospital as an emergency. Admission on (B)(6) 2012, with abdominal pain, they were kept in hospital and had an ercp performed on (B)(6) 2012. It was discovered that there was a bile leak from the cystic duct, so a stent was put in to stop the leak. Patient is still in hospital (as of yesterday) and is stable. The cause of the leak cannot be determined from the tests done in hospital, but the surgeon said it is from the area that the clips would be, but he can't say for certain that one or both of the clips has dislodged. Scrub nurse on the day said the device seemed to be fine during the procedure. No device will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. The event was reviewed with an ees cross-functional team consisting of customer quality, marketing, medical affairs, risk management, and product life-cycle representatives. The following questions were requested by the team: did anything unexpected happen prior to this incident?, was the clip fully advanced into the jaws?, did the procedure drive the need to apply torque or twisting of the device?, what vessel was the device fired on? Please specify the size of the vessel?, were any unexpected noises heard? If so, when?, was the device fired after this incident in or out of the patient?, what were the patient's pre-existing conditions?, does the patient have any relevant history of surgical treatments? If so, what?, was there a recent conversion to ees devices in this account or with this surgeon?, was any further intervention required to repair the leak?, is the patient expected to have a full recovery?, what is the patient's current status?, is the surgeon an experienced user of this product?, does the surgeon generally use er420 for lap chole cases?, and is the surgeon willing to have a conversation with ees medical and engineering to discuss the events?. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.